Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information indicated the lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the insulation was flattened 290-295 millimeters from the terminal pin. Resistance testing was completed and found the lead was not electrically continuous. Microscopic evaluation confirmed a break in both the inner and outer conductor coils in the same area as the insulation damage. Further evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to their clinic with shortness of breath. A review of their electrocardiogram revealed that the patient was in atrial fibrillation with a slow ventricular response. The patient was admitted to the hospital for further review. Upon review, the right ventricular (rv) pacing impedance was found to be high and out of range greater than 2000 ohms. The rv lead was not pacing or sensing appropriately and a lead fracture was suspected. A revision procedure was performed and the fracture was confirmed. The rv lead was explanted and discarded. The pacemaker was a competitor's product. No additional adverse patient effects were reported.